Event description:
Procedure type: inguenal hernia repair. According to the reporter: during procedure, the balloon ruptured while injecting air. A new device was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Nothing fell into cavity. No pt harm.

Manufacturer narrative:
(B)(4).